Manufacturer narrative:
The reported issue could not be verified or duplicated. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device unexpectedly shut down after delivering a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker performed an initial evaluation of the device. Advised customer to replace battery from 2021. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Stryker will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted stryker to report their device unexpectedly shut down after delivering a shock. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.